Manufacturer narrative:
According to the field service engineers (fse) involved in this event, there were broken cuvettes which caused glycerol carryover from the reagent. This in turn caused the false high tg result due to carryover. The primary fse determined the cuvettes were not installed properly (not seated down in the reaction wheel) after a preventive maintenance was performed by the fse, 2 weeks prior to this event. There were no error codes or flags reported during the erroneous result event. Upon recur, failure of this part could cause any or all assays to fail including critical assays such as the glucose (glu) assay due to carryover of reagent. (B)(4).

Event description:
Customer noted 1 erroneously high triglyceride (tg) patient result of 414 mg/dl on one patient sample. Reruns on the same instrument and other dxc gave 155 mg/dl. The lower result was reported. The customer verified that there was no affect to patient treatment and no other patient samples were involved. Qc was acceptable prior to the event according to the customer. Patient data was to be provided by the customer but, upon arrival by the fse, no data was available.